Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the touch screen issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that a malfunction alarm occurred. The customers blood glucose (bg) level was "high"; although specific value was not provided. Customer tried to address the elevated bg was address by manual injection of manual insulin therapy. Reportedly, the customer went to the emergency room and was subsequently hospitalized. Multiple attempts were made by tandem technical support to gather additional information regarding the hospitalization; however, no response was received. Ultimately, the customer reverted to an alternate method of insulin therapy.